Manufacturer narrative:
Batch review performed on 15.february.2021: lot 2002911: (B)(4) items manufactured and released on 10-aug-2020. Expiration date: 2025-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: mpact 01.32.152mb double mobility acetabular shell ø52 (k143453) lot. 2000204. Batch review performed on 15.february.2021: lot 2000204: (B)(4) items manufactured and released on 1-jul-2020. Expiration date: 2025-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 165965 batch review performed on 15.february.2021: lot 165965: (B)(4) items manufactured and released on 10-jan-2017. Expiration date: 2021-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot. 2001457. Batch review performed on 15.february.2021: lot 2001457: (B)(4) items manufactured and released on 23-jun-2020. Expiration date: 2025-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components. The surgery was completed successfully.